Event description:
It was reported that there was a motor stall related to security devices in a (B)(6) store. The reporter stated that many patients have had problems with the pump stalling when they go into (B)(6). Reporter stated it was just one (B)(6) store that was known to be an issue and that "usually, it turns back on too". The one store in question, per the healthcare provider caused problem with the pump where they had to remove it and send it back as they believed it was defective because of the problems encountered. No further details were given.

Manufacturer narrative:
(B)(4).